Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations. The consultant stated the patient should follow up with his physician due to his symptoms and the infrequent remote monitoring evaluations. A boston scientific sales representative stated this patient has many medical issues and was going to be referred to a pulmonologist. The device remains implanted and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event while he was coughing. The patient stated this has been occurring for five months. A review of the remote monitoring data and the presenting electrocardiograms (egm) show the device is operating as programmed. The patient's rate varies from 100-120 bpm. Lead diagnostics are within normal limits except pacing impedance measurements on the right ventricular (rv) channel have decreased but are still within normal limits. No adverse patient effects were reported.